Manufacturer narrative:
(B)(4), date sent: 12/27/2023. Additional information was requested, and the following was obtained: would the surgeon like to meet with the ethicon team? If yes, please provide 3 dates and times that the surgeon is available. No. I am from the ethicon team and have already visited the surgeon to clarify the points of the product complaint. What was the surgical procedure? Right colectomy. What color reload was used in the procedure? Blue. Was a leak test performed? If so, what type and what was the result? No. In latero lateral anastomoses the team does not perform leak test. Was the staple line visualized endoscopically during the initial surgical procedure? Visually all the well-formed clamps. How many days postoperative did the leak occur? 30 days. How was the leak identified? Abdominal pain frame and imaging tests. What was observed at the site of the leak upon reoperation? According to the surgeon, he identified the fistula between the stapler staple lines. How was the leak addressed? Performing a new anastomosis using synthetic absorbable suture to make anastomosis and closure. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. He reported being very safe from the technical quality of the material and that the patient's health and tissue conditions may have contributed to the formation of the fistula. Does the surgeon believe that the condition of the tissue had an issue with the staple line opening? If yes, why? Yes, because the tissue had been irradiated by radiotherapy and the patient had also been submitted to chemotherapy, so the tissue was fragile and could lead to the formation of the fistula. What was the cause of the patient¿s death? Patient evolved with worsening of the overall health condition and the surgeon did not want to report the cause of death. Is the device being returned for analysis? No, because the complaint occurred after the fistula report. What was the technique used for the tlc75? Latero lateral anastomosis. Where there any other devices used? No.

Manufacturer narrative:
(B)(4), date sent: 12/14/2023. Additional information was requested, and the following was obtained: would the surgeon like to meet with the ethicon team? If yes, please provide 3 dates and times that the surgeon is available. Não. EU sou do time ethicon e já fiz a visita ao cirurgião para esclarecer os pontos da reclamação de produto. What was the surgical procedure? Colectomia direita what color reload was used in the procedure? Azul. Was a leak test performed? If so, what type and what was the result? No. Em anastomoses latero-laterais a equipe não realiza teste de vazamento. Was the staple line visualized endoscopically during the initial surgical procedure? Visualmente todos os grampos bem formados. How many days postoperative did the leak occur? 30 dias. How was the leak identified? Quadro de dor abdominal e exames de imagem. What was observed at the site of the leak upon reoperation? De acordo com o cirurgião, identificou a fistula entre as linhas de grampo do grampeador. How was the leak addressed? Realização de nova anastomose utilizando sutura absorvível sintética para confecção da anastomose e fechamento. Were there any issues experienced with the device in the initial surgical procedure? Não. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Ele relatou estar muito seguro da qualidade técnica do material e que as condições de saúde e do tecido do paciente podem ter contribuido para a formação da fistula. Does the surgeon believe that the condition of the tissue had an issue with the staple line opening? If yes, why? Sim, pois o tecido havia sido irradiado por radioterapia e a paciente tinha sido submetida a quimioterapia também, portanto o tecido estava fragilizado podendo acarretar na formação da fistula. What was the cause of the patient¿s death? Paciente evoluiu com piora do quadro geral de saúde e o cirurgião não quis relatar a causa do óbito. Is the device being returned for analysis? Não, pois a reclamação ocorreu após o relato da fístula. What was the technique used for the tlc75? Anastomose latero-lateral. Where there any other devices used? Não. Translation requested.

Event description:
It was reported that during an unknown procedure the doctors report having had post-surgical complications with the opening of the staple line in latero-lateral anastomoses. Requiring the patient to be re-approached to close the anastomoses. Due to the complex surgical case and advanced stage of the disease, died, but according to the surgeon, not because of the reported opening of the staple line.

Manufacturer narrative:
(B)(4) date sent 11/30/2023 d4 batch # unk b3: exact date is unk. Assumed first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the surgeon like to meet with the ethicon team? If yes, please provide 3 dates and times that the surgeon is available. What was the surgical procedure? What color reload was used in the procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Does the surgeon believe that the condition of the tissue had an issue with the staple line opening? If yes, why? What was the cause of the patient¿s death? Is the device being returned for analysis? What was the technique used for the tlc75? Where there any other devices used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. Due to the review of the file, this file has been updated to a USA FDA serious injury file based on the statement from the surgeon, ¿he reported being very safe from the technical quality of the material and that the patient's health and tissue conditions may have contributed to the formation of the fistula.¿ also the surgeon stated ¿patient evolved with worsening of the overall health condition and the surgeon did not want to report the cause of death¿ due to this the death was due to health complications. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a death, and has been revised to a serious injury. B2, h1.